Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Additionally, it was reported that the battery was depleting quickly. Customer's blood glucose level was 245 mg/dl. Although requested, the customer declined to provide further information or participate in troubleshooting.